Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that there was trouble with insulin pump. Since 2am is being reading wrong and blood glucose was 450mg/dl. She treat with a bolus. The customer declined to troubleshoot for high blood glucose. The customer reported that the sensor was reading 50mg/dl. The customer stated later when she put her pump back on, and sensor was alarming she was on the 40mg/dl and blood glucose was 365mg/dl. The customer declined to troubleshoot for sensor glucose and blood glucose issue. The insulin pump will not be returned for analysis.